Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a severely bent grip tip. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument's jaws did not close and would not fire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. The issue occurred when the clips were placed, they attempted to use it and would not fire and noted would not close. The customer tried another clip with the same result. The instrument's jaws remained static/not moving when the surgeon commanded movement as it would not close. The issue occurred when the surgeon attempted to clip on a vessel or tissue. The issue was not related to clip opening after closure of the clip. Medium-large hem-o-lok clips were used for the procedure. The vessel or tissue bundle was not greater than the specified diameter suggested in the user manual. The issue occurred on the 1st attempt of using the instrument. A new clip applier instrument was used to resolve the issue.